Manufacturer narrative:
H6 - device code 1494: off-label use (acd < 3.0mm). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -7.0/2.0/093 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022 as a replacement lens to address excessive vault but it did not resolve the problem. On (B)(6) 2023 the lens was explanted and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).